Event description:
A customer reported to baxter (B)(4) that two holes were found on the transfer set tubing. The customer confirmed that leakage occurred from the holes. The transfer set had been used for 90 days. There was no patient injury or medical intervention.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging inaccurate high readings on his one touch ultra 2 meter. The patient mentioned that on (B)(6) 2010 at 10:00pm, he tested his blood glucose and obtained a 190 mg/dl. He then increased his insulin on his own from 36 units to 38 units of protaphane. He did not exhibit any symptoms at the time of testing. At 2:00am on (B)(6) 2010, he woke up feeling sweaty. He tested his blood glucose and obtained a 52 mg/dl and took 3 pieces of glucose. He felt better shortly after self-treatment and went back to bed. He did not seek any further medical attention or contact his physician for assistance. At 8:00am he woke up and tested his blood glucose and obtained a 108 mg/dl and did not exhibit any symptoms. A quality control test was done and the test strips passed using the control solution. Customer service advised the patient to contact the physician in regards to the event and to let the physician know that he had increased the insulin on his own to 38 units. Products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the high result, he increased his dosage of insulin and approximately 4 hours later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/14/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.